Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2020.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/04/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint#: (B)(4). Date sent to the FDA: 12/04/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2021. Additional information: d9, h6, h6 component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: one (1) open pouch of product was received by the customer. During the evaluation it was observed that the pouch was opened containing one (1) folder with product inside. Integrity of both components, copolymer and tyvek (film) were evaluated and found to be compliant, no hole was detected that could've lead to the leak that the client claimed. A batch record review was performed for batch with satisfactory results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained please clarify if a hole, tear, or puncture in the package? Packaging without holes, tears, punctures . Please provide procedure name and date, lichtenstein inguinal hernia repair, unspecified date . *was sterility of the product affected? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date in (B)(6) 2020 and the mesh was used. It was reported that before use on the patient, the surgeon noted the package with air leakage issue. Another device was used to complete the surgery. There were no adverse consequences to the patient.